Manufacturer narrative:
No technical investigation of the ventilator was requested. According to the customer, the issue was suspected to be caused by moisture buildup in the expiratory bacterial filter. A non-getinge filter (ventishield bacterial/viral filter from flexicare) was in use, and its duration of use is unknown. The customer confirmed that replacing the filter improved ventilation. Device logs show alarms for high airway pressure, high peep, and low expiratory minute volume. These alarms are consistent with increased expiratory resistance, which can be caused by an occluded expiratory filter. In conclusion, there are no indications of ventilator malfunction. The available information suggests that ventilation was likely impaired due to an occluded expiratory bacterial filter in the breathing circuit.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the tidal volumes became lower. There was no patient harm. Manufacturer's ref #: (B)(4).